Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was successfully implanted in a patient. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed once during procedure due to being deployed too low. The final non-coronary cusp implant depth was 2.6mm. Post-procedure, it was noted that the patient was hypotensive requiring vasopressors. The patient was also hospitalized. On (B)(6) 2025, it was noted that the patient hemoglobin began down trending. A computed tomography angiogram of the abdomen revealed a large hematoma extended from the right inguinal region along the right pelvic and abdominal wall oblique. The patient also began suffering from an acute kidney injury. The decision was made to transfuse the patient with a unit of packed red blood cells.

Manufacturer narrative:
An event of renal failure, hypotension, hematoma, anemia, and malposition of device was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The investigation was unable to determine the cause for the reported renal failure and hypotension. The reported malposition of the device appears to be related to the implant depth (2.6mm). The reported hematoma and anemia were possible related to the procedural conditions. The reported hospitalization and unexpected medical intervention were the result of case specific circumstance. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was successfully implanted in a patient. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed once during procedure due to being deployed too low. The final non-coronary cusp implant depth was 2.6mm. Post-procedure, it was noted that the patient was hypotensive requiring vasopressors. The patient was also hospitalized. On (B)(6) 2025, it was noted that the patient hemoglobin began down trending. A computed tomography angiogram of the abdomen revealed a large hematoma extended from the right inguinal region along the right pelvic and abdominal wall oblique. The patient also began suffering from an acute kidney injury. The decision was made to transfuse the patient with a unit of packed red blood cells. No additional information was provided.